Event description:
The magnetic snap on my res med face mask head gear broke last night, (B)(6) 2022, just as I was falling to sleep. Two weeks ago the other magnetic snap broke. When this head gear magnet breaks, I cannot secure/seal the mask to my face for a proper fit to use the CPAP. The first time that this happened, I taped the remaining magnet to the elastic head gear and continued to use it until I remembered that I had an older head gear and replaced the broken magnet with one from the older head gear. Last night, I did the same thing, replacing the broken piece with the older head gear magnet. Under my insurance I am not eligible for replacement head gear until sometime in (B)(6) 2022. I checked resmed website looking for where to report an issue and could not find a portal to do this. My home care equipment company line was busy. So, I filed this claim with FDA. FDA safety report ID# (B)(4).